Event description:
The customer reported that the system inter-mixed pt image data. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard disk drive was re-formatted and the system software and configuration files were reloaded. The system was tested and found to be working as intended and returned to service.